Event description:
Orig. Surg. (B)(6) 2006. Allegedly pt. Has pain. Add'l info rec'd (B)(4) 2012: on (B)(6) 2011, dr. (B)(6) reviewed pt's x-rays and discovered the hips were uncemented and there was a mechanical complication. Bilateral hips. Surgery performed by dr. (B)(6) at (B)(6). Add'l info rec'd (B)(4) 2014: allegedly (B)(6) female with groin pain for the past 3 yrs. Patient revised (B)(6) 2014.

Manufacturer narrative:
Additional patient information received.

Manufacturer narrative:
This is the same event as 3010536692-2014-00865, 00867, 00868.